Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, low sensing was observed on the right ventricular (rv) lead. Diagnostic imaging revealed the rv lead was dislodged. The physician attempted to reposition the lead, but the helix would no long extend or retract. The lead was explanted and replaced to resolve the event and the patient was in stable condition.